Event description:
According to user facility, a suction catheter could not be passed through the product during use. The user facility reported that the inner diameter of the tube may have been obstructed. The product was removed from use and replaced. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.